Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr), a rotated heart, a prolapsed flail and a restricted posterior leaflet for a mitraclip procedure. During the procedure there was difficulty visualizing the clip. One mitraclip ntw was deployed on the anterior and posterior leaflet segments. Post-deployment a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The final mr grade was 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was associated with challenging imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.